Event description:
Device issue: none. Adverse event: re-stenosis requiring intervention. Onset of adverse event: post procedure. It was reported that the rx vision was implanted in circumflex (cx) on an unk date. The lesion at the rx vision restenosed. On (B) (6) 2010, a xience was delivered into the cx which was heavily tortuous; however, it was stuck inside the previously implanted vision stent, and would not cross. It was removed outside the pt once and re-delivered; however, the catheter would not cross the lesion. During the withdrawal, resistance was noted with the guiding catheter. Some stent struts were found to be flared after the withdrawal. Another xience was successfully deployed to complete the procedure. There were no reported adverse pt sequelae. No additional info has been provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported pt effect of restenosis, as listed in the instructions for use (IFU), is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacture, design or labeling.